Event description:
It was reported that following pocket closure after implant procedure, this device exhibited oversensing. As therapy was not programmed on yet, no therapy was delivered. This pacing dependent patient stayed in the hospital an extra day to ensure sensing is appropriate. No additional adverse patient effects were reported.